Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305211 batch # 2299450. It was reported by customer that the technician was drawing the medication out of the vial and into the syringe, "somehow the vial came off of the needle and flew off and dropped onto the ground so it wasn't usable after that". She clarified that the "syringe slipped off of the needle and flew up and it (the vial) hit the technician in the head and the medication was lost". Rcc received a complaint via email. When the technician was drawing the medication out of the vial and into the syringe, "somehow the vial came off of the needle and flew off and dropped onto the ground so it wasn't usable after that". She clarified that the "syringe slipped off of the needle and flew up and it (the vial) hit the technician in the head and the medication was lost". The technician was not punctured by the needle. The reporter confirmed that there were no adverse events related to this event. There were no reported issues or product technical complaints with the product by the reporter. The reporter confirmed that this dose was not administered and there were no missed doses related to this event. Please note that this report is being filed conservatively as an adverse event. The vial and carton are available for return. Product#: 305211, 309628 , lot#: 2299450, 3104025.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: pharmacy devices. Device failure: connection issues.

Event description:
No additional information.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2299450. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.